Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable rot cause for the loose turn knob was determined to be due to a design related issue which has been covered under a CAPA. The assignable root cause for the other failures was determined to be traced to component failure due to normal wear. A device history review was performed, and no non-conformance's were detected related to the reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the battery oscillator device was broken. During in-house engineering evaluation, it was determined that the device knob was loose, the trigger was not running smoothly and the internal parts of the device showed signs of corrosion. It was further determined that the device failed pretest for check saw blade coupling, trigger test, and check the trigger and electrical control unit function. It was noted that the check the oscillation frequency and lubricate assessments for not applicable. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.